Event description:
It was reported that the patient was admitted to the emergency room after falling and sustaining a head injury. Upon examination in the emergency room, the doctor confirmed that the right ventricular left bundle branch block lead was dislodged. The cause of the dislodgment was attributed to the implant technique. The right ventricular lead was explanted and successfully replaced. Patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement was not applicable to be confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found no anomalies.